Manufacturer narrative:
Method: device not returned. No serial number for the device was reported. Device is to be returned for evaluation. No patient history has been provided. Echo images were provided but are of insufficient quality for study. Patient experienced symptoms of shortness of breath and stenosis prior to explant.

Manufacturer narrative:
Evaluation summary: as received the valve exhibits a drop in leaflet 2 relative to leaflets 1 and 3 by approximately to 3mm. Heavy calcification is evident in the cusp area of all three leaflets. At the free margins of all three leaflets, calcification is minimal to moderate. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue, at both aspect, and into the orifice at the greatest point by approximately 2-3mm. Host tissue is minimal to moderate at the stent inflow and minimal at stent outflow. The x-ray demonstrates calcification. Additional manufacturer narrative: conclusion: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Unfortunately, there is no patient information to suggest prior history of calcification or renal disease.

Event description:
Reportedly, the device was explanted after an implant duration of eight years (96.3 months) due to structural valve deterioration. The customer report states "the valve was failed after 8 year post implantation. The durability for complete svd is too short." The patient had both an aortic and a mitral valve implanted in 2003. Only the mitral valve was reported to have been explanted.